Event description:
It was reported that the patients implantable pulse generator (ipg) would no longer holds a charge. The patient underwent ipg replacement procedure. The patient was doing well postoperatively. The explanted device will not be returned per facility policy.